Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open rear pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt was causing frequent "check therapy pad" messages.